Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 3/2001, the hosp returned the pump for possible malfunction. The pt had reported hearing squeaking coming from the pump in 2/2004. The pt had two red heart alarms. In 2/2004, and three more the next day, all the alarms lasted approx two seconds. The pt had changed out the system controller the following day. The pt was brought to the hosp for possible pump failure. The next day pt had two more alarms in ICU. The following day pt had a yellow wrench, power limit advisory alarm and a red heart low beat rate. The pt had two more low beat rates and three heart alarms on two days later. No alarms reported the next day, but on the morning of the following day the pt had three more red heart alarms in a 20-minute tiime frame. The pt then was taken to the or and was successfully transplanted on the following day.